Manufacturer narrative:
Model number/catalog number: sc-2317-70; serial number: (B)(4); batch/lot number: 5075257; model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent an explant procedure. It was noted that during revision, the physician noticed that the patient had a contact dermatitis. The leads were cut and the patients incisions were washed and irrigated with debridement. The physician was concerned about the possibility of spreading infection into the epidural space and opted not to implant new device. The patient was doing fine postoperatively.